Manufacturer narrative:
The insulin pump was received with operating currents within spec. The pump passed self-test, error test, and rewind and displacement test. However, the pump alarmed compromised force sensor system alarm during basic occlusion due to slightly loose drive support disk. The pump was received missing end cap sticker, corroded battery tube and minor scratches on lcd window.

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he was not able to exit the rewind loop. The customer stated that the alarm occurred during the rewind and prime sequence. The customer stated that a temporary basal was not programmed before the alarm occurred. The customer will be sent a replacement pump.